Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device had broken reservoir tube lip, cracked battery tube threads, cracked reservoir window, missing end cap sticker, and cracked near the display window corners.

Event description:
The customer reported that the insulin pump alarmed during prime. The blood glucose reading was 154 mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.